Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the level sensor alarm would not alarm when the fluid level was below sensor. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field svc rep (fsr) is sending a replacement level sensor to the customer.